Manufacturer narrative:
Two open 10ml trays were received by bd (B)(4) and reported to be from either batch #6321639 or 6321637 (p/n 309605). The samples were visually evaluated. Each tray had an unidentified light brown particle larger than level 3 in size. Foreign matter (fm) the size observed is a rejectable condition at bd canaan. This complaint references a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. Based on sample investigated, bd was able to confirm the customer¿s indicated failure. Conclusion: this complaint references a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. Refer to CAPA # (B)(4). No further action is required at this time.

Manufacturer narrative:
On 1/18/2018 it was determined that the incorrect verbatim was entered into the complaint. The foreign matter reported was not in the fluid path of the device and was found on the inside edge of the tray. Two potential lot numbers were returned for evaluation for this incident. The information for each lot number is as follows: medical device lot #: 6321637. Medical device expiration date: 11/30/2021. Device manufacture date: 11/16/2016. Medical device lot #: 6321639. Medical device expiration date: 11/30/2021. Device manufacture date: 11/16/2017.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on a 10 ml bd luer-lok¿ syringe bulk sterile pharmacy convenience tray. This was observed before use and there was no report of injury or medical interventions.